Event description:
Reporter indicated a vns handheld screen freeze during interrogation successful screen. The event resolved after the physician "tinkered" with the handheld and plugging it in to the outlet. Good faith attempts to obtain additional info have been unsuccessful to date.